Manufacturer narrative:
During the eval of the device at the third party service center, a failure related to the blower motor was observed. The device's blower motor was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.